Event description:
A patient was injected sub dermal (B) (4) in the nose with radiesse dermal filler; two days post injection, the patient developed pustules, redness and scabbing at the tip of the nose. The patient was treated with an antibiotic (type was not specified) and sent to another physician for a second opinion.

Manufacturer narrative:
The physician reported that the necrosis has resolved, but the patient has a 10mm area of scarring on one side and had difficulty breathing while the necrotic tissue was healing. The device history records for radiesse dermal filler lot 1015261 were reviewed; all required testing met specifications and there were no deviations noted.